Event description:
The male was admitted for an interventional procedure in 2008 ~ patient has history of multiple comorbidities including hypertension, pvd and copd. Left common femoral artery (lcfa) was accessed via a retrograde puncture. A 6 fr sheath was used in lcfa to gain access. Heparin was administered as the anticoagulant. Upon completion of procedure, a boomerang catalyst ii wire (bcw) was inserted and deployed thru the indwelling sheath without without problem; sheath removed. Temporary tamponade of the arteriotomy was successfully achieved as evidenced by no bleeding or hematoma formation being noted during device dwell (5 min). Bcw performed as indicated and was removed without problem; manual compression was applied for 10 min to provide final hemostasis. Two days post op, pt was presented with a growing hematoma and pain. Us was performed and revealed a pseudoaneurysm. Pseudoaneurysm was treated with coils. Patient recovered without sequelae and was discharged.

Manufacturer narrative:
The device was not returned to the MFR for eval. The batch record was reviewed and there were no observations noted on the batch record that could contribute to the reported incident. All devices are 100% qc final inspected and tested for functionality. Device operated as intended and final hemostasis was achieved by manual compression. Risk factors for pseudoaneurysm include advanced age, large bore catheter, gender, anticoagulant use and poor technique. No further info regarding the event could be obtained from the hospital or physician.